Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd pcr cartridge on the bd max¿ instrument, an unspecified number of false positive patient results with unusual pcr curves were obtained. Positive results were retested and were negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for high starting rfu with spc channel and shaky curves in all channels leading to false positive results when using the bd pcr cartridges (ref. (B)(4)) lot 3191345 was performed by the review of manufacturing records and the complaint¿s history review. Review of the manufacturing records of bd pcr cartridges indicated that lot 3191345 was manufactured according to specifications. Customer complained about high starting rfu with spc channel and shaky curves in all channels leading to false positive results in some cases. Despite multiple attempts made to receive information, no data was available for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for unusual curves on bd pcr cartridges lot 3191345. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd pcr cartridge on the bd max¿ instrument, an unspecified number of false positive patient results with unusual pcr curves were obtained. Positive results were retested and were negative. There was no report of patient impact.